Event description:
Event was reported to caldera medical by an attorney. The pt suffers chronic pelvic and vaginal area pain, severe and bladder infections, urine leakage, pelvic inflammation, pain during intercourse, bowel leakage, and severe constipation. No further info has been provided.